Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. Sometimes, post placement, it was noted that the cvc cuff had extruded and was exposed. The catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a glidepath hemodialysis catheter which was implanted into patient body. The cuff was noted to be partially inserted in to patient body and half was noted outside the body. The investigation is inconclusive for reported loosening of implant not related to bone ingrowth and expulsion issues as the provided photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f : the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. Sometimes post placement, it was noted that the cvc cuff had extruded and was exposed. The catheter was removed. The procedure was completed using another device. There was no reported patient injury.